Event description:
A (B)(6) male patient contacted zoll customer support to report service codes 107 and 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 107 / code 204) was confirmed. Upon evaluation, the brown (-5v), yellow (pgnd), and pulse wires were intermittent in the trunk cable. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable at the connector, as there was visible damage to the connector. No adverse event resulted from the damaged cable and wires. The patient was issued a replacement electrode belt.